Manufacturer narrative:
No equipment has been returned for evaluation. A correlation between the device and the report of gastrointestinal bleeding and renal failure could not be conclusively determined. According to the hospital personnel there were no issues with the device. The instructions for use lists bleeding and renal failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 07/08/2016 stating that the patient's acute gastrointestinal bleeding resulted from colitis secondary to clostridium difficile infection. It was also stated that the patient did have at least one episode of focal bleeding in the stomach from arteriovenous malformations (avm) on (B)(6) 2016. The clostridium difficile infection was treated with antibiotics and the stomach avms were treated with laser both times.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2016. The patient had requested care be withdrawn after experiencing previously unreported long running gastrointestinal bleed along with renal dysfunction, eventually reaching end stage renal failure. It was reported that there were no issues with the lvad.